Event description:
The CT supervisor stated that an extravasation occurred directly under the eda patch without the patch detecting it. The eda was enabled. The study was biphasic with a built in "pause". The first phase injected 75 ml of contrast, then went into pause. The second injection phase started and at 18 ml an over psi alarmed. The tech straightened the arm and started the injection. When the scan was completed, the pt had approximately 40-50ml of contrast under the patch. No scan of the arm was done. The estimate was established from the tech staying in the room for a while and the golf ball size swelling under the patch. Compress was placed on the extravasation site.